Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no appointment was need with their managing physician. The patient met with the manufacturer¿s representative and they explained how the unit worked. After the explanation with the representative, ¿everything use cleared the experience¿. The patient stated that they had to deal with their fibromyalgia. They had no problems with their unit ¿ it was working fine. Regarding steps taken to resolve the shocking/discomfort issue, the patient indicated that they were sleeping 6 hrs before the stimulation and slept 2 hrs. They stated that they were confusing the stimulation with their fibromyalgia. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient has been having discomfort with stim since (B)(6) 2019 and stated it was really uncomfortable one night in the vaginal area so they turned stim down and the discomfort went away. The patient stated she felt the verge of nausea (B)(6) 2019 and was not sure if it was related to the stimulation. The patient stated she has fibromyalgia - patient stated she felt "electrical shocks" along her spine from the small of her back up to her shoulders - patient stated she has always had that symptom since before implant but stated she felt it more since she has had the implant placed (B)(6) 2019. The patient thinks that was the pulsing that she was felt from the therapy device. The patient stated she met with her doctor yesterday and was told to call manufacturer with her questions. The patient stated she has had 4 accidents since implant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back regarding the same concerns previously reported. The patient reported that she tried turning stimulation off but continued to feel the stim sensation. The reason for the call today was because the patient had some further questions about making therapy adjustments. Patient services provided education. Patient services recommended that the patient discuss her concerns with managing healthcare provider (hcp). The patient requested the doctor's name/number and patient services provided this info. No further complications were anticipated/reported.